Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of above 400 mg/dl and the current blood glucose of the patient is 169 mg/dl. Customer reports other blood glucose value was 500 mg/dl, 350 mg/dl . The customer experienced symptoms such as vomiting and passing out. The customer was treated with intravenous insulin drip and manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.